Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the ball dent in the small end of the slap hammer was broken. Additional information received reported that the slap hammer passed verification despite the damage. The slap hammer was still in use at the hospital. The defective piece was removed and lost however could still be used for cases. There was no patient present when this issue was identified.